Event description:
The biomedical engineer reported the automated impella controller touch screen was not working. This issue occurred during use. There was no patient harm reported.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
Data analysis: the case associated with the reported complaint was started on (B)(6) 2025. On (B)(6), the first log entries indicating "imc-kbd error: 0xa1 0x00 0x02" appeared, suggesting that the issue occurred as touch detected outside soft-key area just before the purge cassette was changed. Following this incident, several additional error messages were logged, highlighting ongoing issues with multiple touches detected outside the soft-key area. Notably, these entries included the "imc-ahp error: 0x91 0x83 0x24," which corresponds to an rfid read block error (ahp: error rfid). (B)(6). Device analysis: the console (B)(6) was sent back to field service for further investigation and was tested after arriving in fs. The reported issue was even after performing 100 power cycles. The console was run with pump and purge cassette for couple of hours and no issues were observed. Additionally, the internal circuitry and cables of the console were examined, and everything appeared to be in good condition. Root cause: the root cause for the reported the touch screen isn't working could not be determined due to the inability to reproduce. Corrective actions: before returning the console to the customer, the following actions are instructed to perform: replace the glass keyboard as a precaution (0042-1090). Clean the purge system from inside out, as well as the front panel as a precaution. Perform section 8 - 16 from preventive maintenance procedure (0042-7309). Perform a full functional check on the console and optical system (0042-7316).